Event description:
The manufacturer received information alleging an issue related to a philips CPAP device's sound abatement foam. The manufacturer received information alleging kidney cancer and damage along with other pulmonary damage and inflammatory response. At this time no medical intervention is required. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973, and z-1974. H3 other text : device not returned to manufacturer.